Event description:
It was reported that during a laparoscopic assisted low anterior resection procedure, the surgeon said that the device was able to close on the first try, but the firing trigger was locked and did not fire. A new reload (cr40g) was used and the same thing happened. The surgeon opted to use a new device, and the same thing happened, so he again switched for a new reload. According to doctor, the new reload cut and stapled only on the proximal side, which left the distal stump open. An endocutter was used to close the distal opening. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch# h53r7m. Expiration date: 10/29/2016. Manufacturing date: 11/29/2011, two devices were returned: device "a" the analysis results showed that the cs40g device was received in good visual conditions and without a cartridge present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. Device "b" the analysis results showed that the device was received in good visual conditions and without a cartridge present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event could not be confirmed as the cartridge was received for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.